Event description:
It was stated that the device was available for return. No device was returned for analysis to date. No additional relevant information was received to date.

Event description:
It was reported that a generator was explanted as a patient had passed away. No additional relevant information has been received to date.

Event description:
The explanted generator and lead devices were returned for analysis. Further information was received regarding the patient's death, and it was stated that the patient had died from cancer, unrelated to vns. Product analysis was completed for the returned lead product. It was noted that the majority of the lead body, including the electrodes, was not returned for analysis and therefore a complete evaluation of the lead product could not be performed. No obvious anomalies were noted with the device, and the condition of the returned lead portion was consistent with conditions that typically exist following an explant procedure. Setscrew marks were found on the lead connector pin indicating that at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed and no discontinuities were identified. Based on the results of analysis, there was no evidence to suggest an anomaly or malfunction in the returned portion of the device. Analysis of the generator is underway and has not been completed to date. No additional, relevant information was received to date.